Event description:
It was reported that post deployment of the coil into the aneurysm located at the tip of the basilar artery, imaging revealed that the coil had migrated to the posterior cerebral artery. The coil was removed with a retrieval device and the physician concluded the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that post deployment of the coil into the aneurysm located at the tip of the basilar artery, imaging revealed that the coil had migrated to the posterior cerebral artery. The coil was removed with a retrieval device and the physician concluded the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned; therefore, analysis cannot be performed. Information available indicated that the coil was confirmed to be in good condition prior to use and that the physician believed that the coil migration may have occurred because the proximal part of the coil had not entangled with implanted coils. Based on this information a root cause of operational context has been assigned to this event.